Event description:
It was reported that during a da vinci low anterior resection procedure, surgeon tried to cauterize a vessel but endowrist one vessel sealer instrument would not cauterize at all. The instrument would cut but would not cauterize. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient. Company representative indicated at the time of the complaint that the instrument will not be returned.

Manufacturer narrative:
On (B)(4) 2014, intuitive surgical, inc. Contacted the customer to obtain additional information regarding reported complaint. Customer indicated that the surgeon was holding the master grips fully closed and heard the two audible high pitch tones throughout the sealing cycle, there was an oozing vessel and when the surgeon went to seal, it would bleed and not cauterize. The surgeon would clamp down and it wasn't cauterizing. Surgeon tried several times and then it was cauterizing at the end. There was no patient impact or injury. On (B)(4) 2014, intuitive surgical, inc. Contacted the initial reporter (company representative) to obtain additional information regarding the reported complaint. He indicated that the surgeon heard the tone but he was not getting a seal. He tried cauterizing three times without cutting. He did 3 seals to be sure he had a seal. He didn't know it was not sealing until later in the case during the second attempt, he noticed it wasn't sealing. There was bleeding from the first vessel due to not sealing. The bleeding was stopped and then surgeon used a needle driver to suture. There was blood loss but he quickly controlled it and sutured the vessel. There was no blood transfusion required. There was no patient injury and nothing fell into the patient. The instrument will not be returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.